Event description:
It was reported that bd needle 18ga 1in blunt fill sla had foreign matter. The following information was provided by the initial reporter: it was reported that when opening the needle's packaging in the clean area, we identified the presence of dirt. The item was duly sealed, but showed visible contamination, constituting non-compliance with the quality and safety standards required for sterilized materials. Product: needle for aspiration without safety device with blunt tip 25mm x 1.2mm - ref. 305243. Date of occurrence: (B)(6) 2025. Quantity: (B)(4). Lot: 5028501. Material purchase invoice number: (B)(4). Photo samples and videos of the detour: attached. Is the diverted batch segregated or in use? We don't have this information how much of this batch remains unused? We don't have this information. Additional information received on 07/24/2025. Is there any patient impact, if yes, please explain in details? A: regarding the impact on patients, there was no impact because the deviation was identified earlier.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information provided.

Manufacturer narrative:
A detailed analysis of the batch history was performed, including review of quality reports and maintenance records. During this analysis, no records were found that could potentially be related to the identified defect. Evaluating the images and sample confirmed the presence of foreign material in the protector. However, upon reviewing the images and sample, it was determined that the foreign material found in the protector was encrusted dirt, with the root cause of this incident being mold wear. The presence of encrusted dirt in the protector was confirmed through visual inspection of the images and the physical sample. The morphology and color of the foreign material indicate that it is carbonized residue or metal particles adhered to the inner surface of the protector, typical characteristics of contamination resulting from progressive mold wear. During the molding process, cavity wear can create microcracks and irregularities that favor the retention of process residues, such as lubricants and plastic buildup. Over time, this residue accumulates and can become detached, becoming incorporated into the final product. Furthermore, the lack of maintenance records during the batch production related to the mold in question reinforces the hypothesis that the wear was not identified or addressed in a timely manner, allowing the damage to progress until it impacted product quality. As an immediate corrective action, a new mold was validated and implemented on august 28, 2025, with the goal of eliminating the source of contamination and ensuring the integrity of future batches. The new mold underwent dimensional and functional inspections before being released for production, ensuring compliance with technical and quality requirements. Recommended next steps: review the history of similar molds to identify potential risks of undetected wear. Update preventive maintenance plans, including more stringent criteria for wear inspection and cavity cleaning. Considering that this is the first complaint regarding this batch and that it does not exceed the limit established for acceptable quality notification (aqn), and that there are maintenance orders indicating the correction of defects, the identified incident will be monitored to assess future trends.